Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and was positive for visible evidence of foam degradation. The device was processed as scrap. The device will be included in fsca 2021-05-a additional findings not related to the malfunction/issue: a non-critical error code was noted in the download error log indicating a log-only event for devices with released firmware version 2.6 and above. This device was confirmed to have released firmware version 3.6.1. This code represents a non-critical, log-only event.